Event description:
It was reported that the customer's sensor had no electrode on the inside of it. The customer stated she kept getting a lost sensor alert. The customer's blood glucose level was 219 mg/dl. The product has been returned. Nothing further was reported.

Manufacturer narrative:
(B)(4) analysis inspection found electrode peeled back (retracted) in sensor base. Unable to confirm damage due to sensor being opened/used.